Manufacturer narrative:
(B)(4).

Event description:
Customer called to report level sense errors and found a leak on the top of reagent probe a of the unicel dxc 600 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to flush the probe, after which the leaking ceased. However, the cts then instructed customer to test instrument performance by loading from the top tier, and the same error was received. The field service engineer (fse) inspected the instrument, during which the fse found and replaced a broken bead cable, which resolved the instrument issue. The fse also replaced the reagent probe. The fse then verified instrument performance to ensure that the troubleshooting effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected.